Manufacturer narrative:
Additional information: h3, h6 and h11. H11: the device was received for evaluation. A visual inspection with the naked eye noted a separation between the female connector and the main body. Functional testing including leak, clear passage and clamp function testing were performed with no issues noted. The transfer set was connected and disconnected by hand using an in-lab patient connector with no issues. The reported connection issue was not verified; however, the sample did not meet specifications due to the separation between the female connector and the main body. The cause was determined to be manufacturing related due to an inadequate solvent bond between the female connector, the insert chip, and the main body. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a connection issue between the minicap transfer set and cassette. The patient was unable to disconnect from the cycler¿s patient line. This occurred during use of the devices for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.